Event description:
The customer called for help with his contour ts meter. While troubleshooting, he performed control tests and received a result of 521 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. Replacement test strips were sent to the customer. It's not known if any product will be returned for eval.